Manufacturer narrative:
(B)(4). Visual inspection by the philips field service engineer revealed a loose screw inside the system made contact with a voltage source on the motherboard causing a temperature rise in the transducer latch. There was no report of any serious injury only minor burn to the fingertip when the doctor removed the transducer adapter. This system was shipped in 2008 prior to the implementation of an enhanced fastener installed on all cx50 systems shipped after (B)(6) 2010.

Event description:
A minor fingertip burn was received by the doctor while attempting to remove the transducer adapter from the cx50 ultrasound system. No serious injury occurred. Ointment was applied to the finger and no other medical intervention was required.